Manufacturer narrative:
Investigation summary: one customer photo was received for review and analysis. The photos confirm the reported issue of a mixed/incorrect stopper color assembled in a tube. In addition, (B)(4) retention samples were subject to visual testing for incorrect stopper color with no issues identified. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for mixed/incorrect stopper. Bd was unable to determine a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found a black rubber in the cap instead of red. The following information was provided by the initial reporter. The customer stated: "upon redressing of the shipment last july 3, 2023, an issue was found. Black rubber in the cap instead of red."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter addr 1: unit 5-b country space 1, sen. Gil puyat avenue, salcedo vil.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found a black rubber in the cap instead of red. The following information was provided by the initial reporter. The customer stated: "upon redressing of the shipment last (B)(6)2023, an issue was found. Black rubber in the cap instead of red."